Event description:
The product was used during a sub total gastrectomy procedure. Reportedly, the instrument misfired. The surgeon applied another device and resected the tissue at the application site. The hospital has reported the pt's condition is satisfactory.